Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that since (B)(6) 2014 the implantable pacing lead (ipl) exhibited low impedance. It was also reported that the ipl exhibited apparent lead fracture, high thresholds, exit block with phrenic nerve stimulation. During revision procedure, when opening pocket, proximal portion of the lead showed insulation damages and broke apart when moving lead connector. The ipl was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.